Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the arthroscopic anterior cruciate ligament surgery, the suture of the tightrope ruptured while being tightened. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (ar-2324bct-2-1). It was not necessary to switch the surgical technique or do a second surgery.